Event description:
It was reported that the patient experienced syncope and a low hear rate below the programmed lower rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.